Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hand surgical procedure on (B)(6) 2010. When the nurse opened the package, she found the needle was broken. A second like device was used to complete the procedure. There were no adverse patient consequences.